Event description:
It was reported that this right ventricular (rv) lead was surgically explanted after the lead pulled back into the atrium when the patient bent forward to tie shoes. This rv lead was replaced with the same model. No additional adverse patient effects were reported.